Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which the lead tip and helix appears intact and the lead passed testing.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. No additional adverse patient effects were reported.